Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported that there was blood leaking from the dialyzer during a patient's hemodialysis (hd) treatment. The nurse manager stated that the leak was observed by a nurse at the venous header, causing minor blood loss to the patient. This occurred approximately 1.5 hours after initiation of the patient's hd treatment. The nurse was stated to have noticed the leak just as it happened. There was no machine alarm. There was no observed defect or crack on the dialyzer. The patient¿s estimated blood loss (ebl) was noted as being approximately 5ml - 10ml. No patient adverse effects were experienced, and no medical intervention was required as a result of this event. The patient¿s blood was returned, and the patient moved to another machine and completed treatment. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: although it was originally stated by the customer that the device was available to be returned to the manufacturer, the complaint device has not been returned for evaluation. Therefore, a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint event cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed. Should the device be returned at a later date, additional investigation will be conducted and a follow-up medwatch will be performed.